Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose of 28.7 mmol/l. This was treated with the insulin pump. Troubleshooting was performed for high blood glucose. No delivery alarms were found in the alarm history of the customer's insulin pump. There were bubbles found along the tubing around 2 mm in length. It was advised to change the set, reservoir, and insulin. Nothing further reported.